Event description:
A malfunction alarm, identified as malf 16, was reported with the insulin pump, and no notable events occurred prior to the issue. There was no information provided about the impact on the customer's blood glucose level. The pump was not replaced because it was out of warranty, and no further corrective actions were taken.